Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement occurred. The target lesion was located in the tortuous and calcified circumflex artery. A 4.00 x 12 mm promus premier drug-eluting stent was advanced but failed to cross the lesion even after multiple attempts. The device was removed; however, the stent was damaged and then fell off from the balloon. No patient complications were reported and the patient's status was stable.